Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump repeatedly attempted bolus deliveries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on properly with audible tones and vibration. The pump was exercised for 24 hours with no alarms emitted. The keypad cover was intact. A 10 unit normal bolus and a 10 unit audio bolus were performed successfully and accurately recorded in the pump history. No hypersensitive keypad buttons were observed. No repeated attempts by the pump to bolus were observed. The complaint was not duplicated. The pump performed within specifications.